Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The initial visual inspection of the charger found the battery connector contacts had evidence of corrosion. When the charger was disassembled, several more components were found to be visibly corroded, including the battery interconnect board pca and the cell modem board pca. There was residue surrounding the battery connector and the charred components that appears to be dried liquid. The likely cause of the overheating was liquid ingress into the charger. The source of the liquid has not yet been identified. The root cause evaluation is currently underway. A supplemental report will be submitted upon completion. No adverse event resulted from the damaged charger. The pt was provided with a replacement charger.

Event description:
A (B)(6) year old male pt contacted zoll lifecor customer support to report that when he woke up, his charger started smoking and made a squealing noise like a drill. The pt was provided with a replacement charger.